Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/ pt contacted lifescan (lfs) alleging that the onetouch ultra meter had a power issue. The medical affairs specialist (mas) was able to correspond with the pt by telephone two days prior, and classified the complaint based on the following info received from the customer . The pt tests his blood glucose more than 4 times a day. He manages his diabetes via humalog insulin 10 units, 3 times daily on a sliding scale and lantus 30 units in the morning. The pt stated that reported issue first occurred in 2008. During that time, the pt noted that subject meter had a power issue and it reportedly stopped working. He reportedly stopped testing his blood sugar on the subject meter after the reported issue. As a result of the reported issue, the pt continued taking his usual dose of diabetic medications. Approximately, in five months later, the pt reportedly experienced symptoms of "weakness and dehydration." The pt's father stated that his son was very weak and that he had to carry his son to the hospital. The pt did not test on any other meter during his symptoms. The pt reportedly was taken to the emergency room by his father and reportedly obtained a reading of "1400mg/dl" on the emergency room meter. The pt's father was not sure about the treatment he received at the hospital but stated that he was treated with IV fluids and was hospitalized for about a week. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because after the subject meter stopped working, the pt allegedly developed symptoms and obtained a reading of "1400mg/dl" on the emergency room meter, which could be suggestive of a hyperglycemia.